Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant it was not possible to extend the helix of this right atrial (ra) lead. The pace impedance measurements were out of range. A new lead was used successfully. This ra lead will not be returned due to infectious disease. No adverse patient effects were reported.